Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (435 mg/dl) due to insertion in a blood vessel and the infusion set cannula being kinked. Troubleshooting was performed and it was determined that the pump is functioning as expected. The customer successfully inserted a new site and resumed insulin delivery. A correction bolus was delivered to stabilize blood glucose levels. Customer was unable to provide infusion set manufacturer.